Event description:
Co received info that this pt's implantable pulse generator (ipg) and lead were removed because of infection. The pt expired approx one month after the system was removed. Co investigation determined that the system was removed because the pt had a staph endocarditis. The physician's office could not confirm that this infection was the cause of death. Upon further review and discussion with the MFR of the lead who reported it as a death MDR; co has upgraded this event to a death MDR to be consistent with MFR reporting. The root cause of the staph endocarditis has not been determined. The ipg and lead were not returned to co for analysis. A death MDR was reported on the ipg, model serial number 0446/755886 on 5/10/95. System implanted 12/14/93. Explanted 3/1/94. Total implant time - 2 months.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.